Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. UDI number is unknown since lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patent's cornea and the suction ring. Device manufacturer date is unknown as lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient that had surgery back in (B)(6) 2017 was overcorrected in left eye. Surgeon stated that the patient also had suction loss on the surgical day within the raster pattern. The intralase suction was reapplied and completed. The flap was noted as sticky or hard to lift but surgeon was able to lift flap and excimer laser was completed. Patient pre op best corrected visual acuity (bcva) 20/20 and post op bcva 20/25+ the patient is scheduled for surgery on (B)(6) 2018.

Manufacturer narrative:
Application support manager visited account to provide clinical support. Patient came in for a wavescan and idesign system (eye) capture. A prevue lens was made from both systems so patient can experience a custom ablation prior to operate patient's eye. Patient was sent to other doctor's office for follow up. It was initially reported that patient was scheduled for surgery on (B)(6) 2018. However, it was reported now that patient is not scheduled for re-treatment at this time. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.